Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at unknown atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the right main coronary artery and the right posterior descending coronary artery. The physician used an unspecified introducer sheath for vascular access and a unicore guidewire and a launcher sal sh guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with a quantum maverick balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.